Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during insertion a k-wire, approximately 10 mm of the tip of the k-wire was broken off in the bone head, resulting in the tip was left in the patient. A surgical delay of 10 minutes was reported."

Event description:
As reported: "during insertion a k-wire, approximately 10 mm of the tip of the k-wire was broken off in the bone head, resulting in the tip was left in the patient. A surgical delay of 10 minutes was reported."

Manufacturer narrative:
The reported event could be confirmed, since the item was returned with the broken but missing threaded tip. The device inspection revealed the following: the instrument was completely broken at the transition from shaft to thread. Only the shaft fragment was returned; the threaded fragment remained in the patient. The breakage surface was worn out. The surface of the breakage suggests having occurred during clock-wise operation because material remains have been displaced in left-turned direction. The uneven surface of the breakage gives indication of a cup-cone fracture (ductile), resulting from excessive torsional sheer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. With available information, the root cause was attributed to a user related issue. A product deficiency was not verified.